Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired due to cardiac arrest with pulseless electrical activity. The patient was brought to the hospital by paramedics. It was noted that the patient experienced syncope prior to the arrest. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.